Event description:
It was reported that the lifeband became unhooked from the platform during deployment. Customer also tested lifeband sn (B)(4), it felt loose when in platform's lifeband housing. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.